Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9076761, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-17, medical device lot #: 9070752, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd¿ slip-tip syringe with attached needle from lot# 9076761, and 1 syringe from lot# 9070752 had difficult plunger movement during use when entering them into the "gattex" vial to draw up medication. The following information was provided by the initial reporter: "patient called to report she was having difficulty with the sub-q syringe. Patient indicated when she inserted the sub-q syringe into the gattex vial, she was unable to draw the medication out due to the sub-q syringe plunger being stuck "almost like it was glued stuck"."